Event description:
It was reported by svc report that the head left side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.